Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component and pxa component on the c/a board, causing the resets. The root cause for the component failures could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.